Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy, in the patient¿s cavity, the handle was gripped and the clip was loaded, but the clip dropped in the patient¿s cavity without stopping in the jaw. After that, the physician attempted again but again the clip did not stop inside the jaw. The clip was confirmed brought out of the patient¿s cavity, but when they used the device once again, still the same issue happened, so the physician stopped using the device. The surgical time was extended by less than 30 minutes. The procedure was completed with another device. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual abnormalities noted during the pmv examination. There were no clips in the shaft. The device was received fully fired, and a functional test could not be performed because the device was engaged in the end of firing safety interlock. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.